Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during drain 4 of 4 of peritoneal dialysis therapy. The home patient was not connected at the time of the alarm. During troubleshooting, it was noted that the patient had disconnected from the set without using proper disconnect procedures. The machine alarmed and the patient then reconnected to attempt to continue therapy. Proper procedures were reviewed and the technical service representative (tsr) assisted the caregiver with ending therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned; therefore, a device analysis could not be completed. This is a report of a patient who experienced a system error 2240 alarm that was caused by an improper disconnect/reconnect by the patient during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. The guide also provides instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.